Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the tenaculum forceps instrument had a broken cable. There were no reports of patient involvement or injuries. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and no damage was found. The customer confirmed the presence of cables protruding from the distal end of the instrument. There was no observed intraoperative collision or misuse involving the instrument. The reporter confirmed no fragments fell inside the patient's anatomy and there was no patient injury. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.